Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had a button error alarm on the insulin pump. Customer was not able to clear the alarm. Customer stated that when she went to bolus, the buttons weren't working. Customer changed the battery because the battery was low and thought that it may be why the button wasn't responding. Customer tried to bolus again and the pump alarmed button error. Customer's blood glucose was 582 mg/dl at the time of the incident. Customer has not treated. Customer was unable to troubleshoot for the high blood glucose due to the button error. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.